Event description:
It was reported there was noise seen on the egm (electrogram). Noise looked like vt (ventricular tachycardia), not 60 hertz. A new cable was tried and issue remained. The same cable was tried on another programmer and the noise no longer was there. The programmer is being returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.